Event description:
It was reported that there was a burning sensation. The patient was after-hours from the emergency room because the patient was feeling a burning sensation at the implantable neurostimulator (ins) pocket area. The stimulation sensation did not turn off. It was advised to do a short physician mode recharger (pmr) but that did not affect any change in symptoms. The programmer showed the lightning bolt turn on and off but the patient did not feel stimulation turn off. The patient had a fall a couple of days prior and hit the ins when they fell. The burning sensation started the day of the report so the patient went to the emergency room. It was unknown if there was a 50 percent or greater symptoms reduction. Troubleshooting that was done to provide insight to the issue was a plain film x-ray. Actions taken to resolve the issue was an emergency shut off. The event cause was not determined and unknown if it was device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).